Event description:
I (B)(6) was admitted to (B)(6). I was diagnosed with a pelvic mass and to get ovaries removed. During the procedure, my uterus was cut. I received info that I had a mesh. The mesh / bladder sling is adhered to my bladder and a fibroid. The fibroid is a mass now. I only have 7 percent of my right kidney. My ovaries are also still present, I was diagnosed with my ovaries in (B)(6) 2017 after having an ultrasound at (B)(6). I also have a pelvic implant and have chronic pain.